Event description:
The customer reported the system displayed a preload battery pack exhausted error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the battery pack. The system was tested and found to be working as intended and put back in service.